Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: a crack was observed in the battery compartment. The display screen was observed to be dim with a pink contrast. The dim display was removed and replaced with a new test display and functioned normally. The threads on the battery cap were stripped; the yellow o-ring was visible and the battery cap could not be fully secured to the pump.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim display screen and stripped threads on the battery cap. This report is made based on results of investigation completed on (B)(6) 2013.